Event description:
On (B)(6) 2011 customer reported water on the top of the tubes in the dxc 600 pro instrument. Customer stated that she disabled the cap piercer and ran a quality control check. The quality control check results were good, and no injuries or erroneous results were reported. Field service engineer (fse) examined the instrument on (B)(4) 2011 and found that the cap piercer drain tube was pinched. Fse applied the vacuum and the cap piercer drain worked properly. Fse primed the unit 40 times to verify that the issue was resolved.

Manufacturer narrative:
(B)(4).